Event description:
The device kept clogging and was not working properly, which is not unusual for this product. The handpiece was changed, but still encountered a problem. The blade was then changed and the clogging ceased. The surgery was completed without incident with no harm to the patient.